Manufacturer narrative:
Approximate age of device- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a log file was sent for review and found no external power event which could be caused by the mobile power unit (mpu) ac power cord coming loose.

Manufacturer narrative:
A no external power alarm was confirmed in the review of the submitted log file. The patient remains ongoing on vad support. The heartmate ii lvas IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history records found that the device was manufactured with the v-lock ac connector, and revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.